Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019, with blood glucose of 750 mg/dl. The customer was treated with intravenous drip. Emergency dispatched service was called as a result of high blood glucose. The customer was having nausea. Customer does not allege that insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer also stated that the belt clip would not lock in place. The insulin pump will not be returned for analysis.